Event description:
A peritoneal dialysis patient reported being admitted to a hospital on (B)(6) 2015, due to experiencing signs and symptoms of peritonitis. The patient's peritoneal dialysis nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, effluent expressed from the peritoneal dialysis catheter was cultured and grew an unknown organism. On an unknown date after being admitted, the patient's peritoneal dialysis catheter was removed and their treatment modality was changed from peritoneal dialysis to hemodialysis, due to the event of peritonitis. On an unknown date during the admission, antibiotic therapy was initiated for the peritonitis: drug name, dose, route, and frequency unknown. As of (B)(6) 2015, the patient has been discharged from the hospital, antibiotic therapy for the event of peritonitis has been completed, the signs and symptoms of peritonitis have resolved, and the patient continues in-center hemodialysis therapy without any further issues.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event of peritonitis. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.